Event description:
Post-op x-rays disclosed loss of position of the greater trochanter from its initial reduced position. Fracture had been reduced three weeks earlier with the application of bolt system.